Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in had a difficult to disengage syringe. The following information was provided by the initial reporter: "this is a report about resistance to disengage the needle. Observing flashback after venipuncture, the hcp attempted to withdraw the needle but felt strong resistance and could not withdraw the needle."

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge nexiva unit from lot 0009759 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had fully retracted but the safety shield had not disconnected from the winged adapter. Upon further inspection it was determined that adhesive was present on the tip shield and winged adapter. The adhesive had cured and prevented separation. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the excess adhesive came from the manufacturing facility and was the root cause of the observed defect. The manufacturing facility has been notified of this incident and the findings. The adhesive dispense stations were inspected and adjusted if needed. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in had a difficult to disengage syringe. The following information was provided by the initial reporter: "this is a report about resistance to disengage the needle. Observing flashback after venipuncture, the hcp attempted to withdraw the needle but felt strong resistance and could not withdraw the needle."